Manufacturer narrative:
Additional information: d9, h3, h6 final analysis found that the insulation was abraded at 8.1 ¿ 8.7 cm and 18.8 - 19.4 cm from the distal tip and 11.6 ¿ 11.7 cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented on (B)(6) 2020 with noise over-sensing on their right ventricular lead. The noise resulted in pacing inhibition. Lead was explanted and replaced on (B)(6) 2020. No patient symptoms were reported. Patient condition after the procedure was stable